Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke in several pieces during the operation. The surgeon recovered the pieces present in the operating site but is not sure to have recovered everything. Additional information was reported that when clamping a vein, the tip of the applier broke causing a sudden sliding of the instrument and damage to a nearby artery. The artery which is essential for the colon had to be clamped causing an anastomotic fistula. The patient had to be taken back to the operating room and a protective ileostomy procedure was done. The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k1700700 was manufactured on 10/30/2017 a total of 7,560 pieces. Lot was released on 11/01/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the clip broke in several pieces during the operation. The surgeon recovered the pieces present in the operating site but is not sure to have recovered everything. Additional information was reported that when clamping a vein, the tip of the a pplier broke causing a sudden sliding of the instrument and damage to a nearby artery. The artery which is essential for the colon had to be clamped causing an anastomotic fistula. The patient had to be taken back to the operating room and a protective ileostomy procedure was done. The patient's current condition is unknown.